Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03490. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2005. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that following insertion the patient experienced incontinence, infection, and scar tissue. It was reported that the patient underwent a left ureteroscopic stone manipulation, tur of bladder calculus/foreign body and attempted removal sling erosion into urethra, left ureteral stent insertion on (B)(6) 2009, due to recurrent uti with renal stone and bladder calculus. On (B)(6) 2010, the patient underwent removal of eroded sling due to eroded urethral sling in bladder. On (B)(6) 2010, the patient underwent urethral injection of coaptite material, and cystoscopy due to sui. On (B)(6) 2013, the patient underwent ureteroscopy with laser lithotripsy (left), and left ureteral stent placement due to calculus of ureter.